Manufacturer narrative:
Date of event, corrected data: previously submitted MDR inadvertently did not update the event date. This report is being submitted to correct this information. Age at time of event, corrected data: this field is being updated as the event date is updated. This report is being submitted to correct this information. If explanted, give date (mo/day/yr), corrected data: previously submitted MDR inadvertently did not update the explant date. This report is being submitted to correct this information.

Event description:
It was reported that the patient underwent prophylactic explant of the vns system. It was reported that the patient fell down and the system was exposed; therefore, the patient underwent device explant. No additional relevant information has been received to date. The explanted device has not been received for analysis to date.

Manufacturer narrative:
Method: device manufacturing records were reviewed. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Event description:
The explanted generator and lead were received for analysis. The returned product form indicated that the patient came to the center to present abscess in left pectoral region (site location of the vagal stimulator battery) with exposed lead and purulent secretions, meriting removal of the device in addition to the electrodes due to the presence of purulent secretions in the adjacent area. Analysis of the lead was completed on 11/04/2014. Te that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on 11/05/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.